Manufacturer narrative:
(B)(4). Covidien isolated the failure to the front pcb board, and the front pcb board was replaced.

Event description:
Covidien service center determined a display failure of a n560 with display segments missing. There was no patient involvement. There is no report of serious injury or death associated with this event.